Manufacturer narrative:
Patient's physician's name: (B)(6).

Event description:
It was reported that non sustained right ventricular oversensing determined to be post paced t wave oversensing (pptwos) was observed on the implantable cardioverter defibrillator. Programming changes were made. Post programming additional over-sensed t-waves were observed and additional programming changes were made. Patient factors were discussed as a possible contributor to the t wave oversensing. The patient was stable.